Manufacturer narrative:
On august 12, 2021, the mentor failure analysis lab received the left side device for evaluation. The lot number on the device indicated that the device in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Hence, no further reporting on this event is required. The information has been updated on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast augmentation with 375cc mentor memorygel breast implant on both sides and experienced left side breast implant rupture confirmed by mammogram. On (B)(6) 2021, mentor became aware that patient also experienced bilateral capsular contracture; baker grade unknown in addition to left side breast implant rupture. It was also reported that patient underwent bilateral removal and replacement surgery on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.